Manufacturer narrative:
The reported complaint of an intermittent functionality of the display head of the thermogard console was confirmed. The investigation findings revealed that the root cause of the reported complaint was due to a conducive dust particles on connectors and under display processor board creating the interruption in communication between processor board and the console likely due to aging. To remedy the issue, the connectors and surrounding area of the display processor board were cleaned. The thermogard console is a reusable device and was manufactured in 2004 and is 15 years old, well beyond the expected service life of five years. No physical damaged observed during visual inspection. After the service, the display head passed all the testing without any fault or error. All test and readings are within the specified limits and the device functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm system with serial number (B)(4).

Event description:
Customer reported that the thermogard xp system (sn (B)(4)) display head resets or reboots itself intermittingly. No known impact or consequence to patient information was provided.